Event description:
A report was received that the patient was scheduled for a lead revision. During the revision, the patient had his ipg explanted and replaced at the physician's request. After the replacement, the patient is reportedly doing well.

Manufacturer narrative:
Patient weight not available. Device was explanted and not returned to bsn. Additional suspect device components involved in the complaint: model: sc-2108-70m description: linear lead (phase iiia), 70 cm the product analysis report for sc-1110 implantable pulse generator concluded that the device passed visual inspection, dc leakage test and rga analysis. The leads were not returned. This is the final report.